Event description:
It was reported that the ventilator generated expiratory minute volume low alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the customer himself. The clicking sound was heard while the device was in use, a pink t appeared and expiratory minute volume low alarm was generated. The device was checked and safety valve pull magnet, inspiratory pipe, expiratory membrane and pressure transducer boards were replaced. The device was delivered to the user in working condition. Alarm low expiratory minute volume indicates a leakage in the patient circuit. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms, as per design to alert the operator about ongoing issues. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by pc 2004/pc 2024 expiratory channel. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit; d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).